Event description:
During a preparation for cardiopulmonary bypass, the air detection sensor continuously indicated the presence of air, even though no air was present. There was no reported adverse consequence to the patient as a result of this event.